Event description:
The ventilator was not passing extended self test (est). While performing checkout of the ventilator for the reported problem, the respironics service technician reported a vent inop occurrence due to the blower not working. Vent inop, when in use will stop providing ventilatory support to the pt. The ventilator was not in use at the time of the reported problem, therefore there was no pt harm.